Event description:
It was reported that pump battery would not charge despite attempts to use different wall outlets, adapters, and charging cables, and charging connection remained unstable or not recognized. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and continue using current pump as backup while technical support arranged replacement pump, provided instructions for storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return malfunctioning pump using prepaid label within 10 days.